Manufacturer narrative:
This foreign report is being submitted on 29-may2017 for a device product that is considered same/similar to a us marketed device (bab water block plus 3/4in 30s). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a health authority ((B)(4)) reporting on a (B)(6)-year-old male consumer from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2016, the consumer started using band-aid clear waterblock 5(bond-aid transparent waterproof band-aid), applied on his injured index finger, to protect the wound and prevent bacterial infection (route: cutaneous, lot number 151202a, expiration date 01-dec-2017 and frequency unspecified). After using the device for two days, the consumer noticed that the skin of the paste part on the index finger became white. The device was not used further. As a corrective measure, he kept the skin dry and ventilated. It was reported that the consumer was not using any other devices combined with the suspect device. After three days, the event resolved. This report was assessed as serious (medically significant). The company causality was assessed as related.